Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported objective lens adhesive chipping/peeling issue could not be determined, however, it is likely that the issue was the result of repetitive use stress, external factors and or user handling. The event may be reduced or detected/prevented by following the instructions for use which states: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿. ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope had chipped adhesive on the bending section of the device. Inspection and testing of the returned device found the adhesive around the objective lens had peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the protective coating on the bending portion of the device had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.